Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Cold insulin had been used. No troubleshooting could be done as customer did not call tandem technical support at the time of the event. There was no impact to the customer's blood glucose level. Customer will use mdi as backup therapy until replacement pump is received.